Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed; however, the exact cause is unknown. One video of a 20 g powerloc infusion set was returned for evaluation. An initial visual observation of the video showed the clinician attempt to infuse a clear liquid through the infusion set with a slip fit syringe. The luer hub was observed to leak from the luer hub. When tested with higher pressure, liquid was observed to shoot out from the hub; however, no obvious damage could be seen on the sample in the returned video. There were no distinguishing features in the returned video of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported needle leaking; two today. Patient needs to change harbor pins. No other information was provided. This report addresses both devices.